Event description:
Procedure type: cosmetic (septoplasty). According to the reporter: the patient retained the suture from surgery. Retained suture removed in clinic. Patient will need to schedule time to remove all suture in or.